Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the inner sheath, long, for wa22018a and wa22019a exhibited a broken ceramic tip. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned, and the reportable malfunction was not confirmed. Based on the results of the investigation, a definitive root cause for the event could not be determined. However, it is likely that the damage of the insulation material of the sheath was caused by improper handling, application of excessive force, mechanical impact like fall, shock or similar stress, thermal mechanical overload. The investigator also refers to the chapter 4.1 ¿inspection and testing¿ of the instructions for use (IFU) regarding the proper reprocessing of the affected device. Prior to using medical devices, please ensure they are in perfect technical condition. See also the warnings in the instructions for use (IFU). 4 before use warning infection control risk: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing inspecting the product: visually inspect the product. Make sure that it has: -- no corrosion -- no dents -- no scratches ceramic insulation at distal end: visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g cracks, fractures). Warning risk of injury: impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorised service centre. Olympus will continue to monitor field performance for this device.